Event description:
It was reported that the customer experience ongoing decreased blood glucose (bg) levels. Bg value ranged from 38 mg/dl to  "low"; however, specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates, jellybeans, and drank sprite to address bg. Customer updated their pump settings to address the event.